Event description:
It was reported that the customer has been experiencing high blood glucose levels (250 mg/dl). Customer has recently changed his basal settings without consulting his health care professional. He took a correction bolus to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.